Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implant of the left ventricular assist device (lvad), the patient required right ventricular support and a percutaneous right ventricular assist device (rvad) was placed. Eight days later, the patient was stable when lvad flows decreased. The rvad was exchanged. The following day, the lvad exhibited a sudden decrease in flows with normal power. The patient¿s heart rate dropped, and an abnormal ventricular rhythm was noted. Cardiopulmonary resuscitation was initiated, and the surgeon attempted to place the patient on extracorporeal membrane oxygenation (ECMO). Echocardiogram revealed massive clots in the right atrium, right ventricle and left ventricle. It was noted that the patient¿s international normalized ratio (inr) was therapeutic. Life saving measures were stopped and the patient expired.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the log files revealed several increases and decreases in power consumption and estimated flow within the analyzed period, including a sharp decrease logged on (B)(6) 2020; several of the changes in power consumption and estimated flow were associated with changes in pump rotational speed. Thirty (30) low flow alarms were logged since (B)(6) 2020. As a result, the reported low flow event was confirmed. Of note, it was reported that the echocardiogram revealed ¿massive clots¿ in the right atrium (ra), right ventricle (rv), and left ventricle (lv). There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.